Event description:
The customer reported being unable to acquire ECG via pads. The ECG trace showed dotted lines when the pads and cable were plugged in. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported being unable to acquire ECG via pads. The ECG trace showed dotted lines when the pads and cable were plugged in. No adverse pt impact was reported. The customer evaluated the device and pads used with no trouble found. A philips field service engineer evaluated the device and pads used with no trouble found. The device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom could not be duplicated.